Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer and was not detected on the communication bus. The customer stated that they were able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not able to recover, and they could retrieve the medication from another station. A field service engineer replaced the controller board to resolve this issue. The system functioned as intended after the field service engineer repaired the device.